Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the using of the starclose se device attempted arteriotomy closure of the left common femoral artery after an unspecified procedure. Reportedly, after clip deployment, the clip was found to be in the distal end of the clip delivery tube. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional information was available.